Event description:
It was reported that a patient underwent an initial right hip arthroplasty on (B)(6) 2017. Subsequently, a revision procedure due to implant fracture was performed on (B)(6) 2020. Additional information received: patient's medical records . Patient's information received. Implant/explant facility full address received. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. As the product has not been received, the investigation was limited to the information provided; medical records review, device history records and complaint history. The event reports revision surgery due to implant breakage. The patient medical records have been analysed by a health care professional: it is noted that between the primary surgery ((B)(6) 2017) up to the second revision surgery ((B)(6) 2020) the patient weight increased from 113 kg to 123 kg (height 1.84m). The resulting body mass index (bmi) of 36.3 is indicative of the patient being obese, and hence the patient weight gain and associated load increase may have been a contributing factor to the failure of the implant. The reported zimmer biomet taprlc bmpc lat 12.5x145 12/14 was used in conjunction with merete xl (+ 7 mm) head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, therefore, this would be considered off-label usage of these devices. The off-label may have been a contributory factor. IFU 5401000158 rev k: biomet hip joint replacement prosthesis: the instructions for use provided with the biomet hip joint replacement prosthesis provides the following guidance: 16. Do not use prosthetic implants from other systems with biomet components due to the probability of incompatible sizing and bearing surfaces, which may lead to premature wear, malalignment and failure. 25. Patients should be warned of the impact of excessive loading that can result if the patient is involved in an occupation that includes substantial walking, running, lifting, or excessive muscle loading due to weight that place extreme demands on the hip and can result in device failure or dislocation. Patient warnings: the patient is to be cautioned to govern activities, protecting the joint replacement from unreasonable stress conditions. Excessive activity, failure to control body weight and trauma affecting the joint replacement have been associated with premature failure of the reconstruction by loosening, fracture and/or wear of the implants. Possible adverse effects: 9. Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight. Following the second revision surgery, the patient suffered from several luxations. During the second revision ((B)(6) 2020) a non-zimmer biomet hip stem (brehm) was implanted which was too thin and too long which resulted in another revision. All these revisions will have had an impact on the patient muscles strength, which suggests that dislocations are now possible. A review of the complaint database over the last 3 years found no other complaints for item 650-0565bm other than (B)(4). The manufacturing history record (mhr) of the reported component has been checked and verify that the parts were manufactured in accordance with the applicable specifications. A number of reasons have been identified which could have led to the reported failure of the implant. However, a definitive root cause cannot be determined with the information provided. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The event reports revision due to implant fracture. This hazard (implant component fracture) has a severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event (surgical intervention) is considered be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to notification date, being march 2020. Sales (march 2017 to march 2020) = (B)(4) units. Complaints search was conducted for events occurring between march 2017 to march 2020 for item 650-0565bm. No other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is (B)(4). Since the occurrence calculation is based on only 1 complaint, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. No corrective or preventive actions are deemed necessary at this time.

Manufacturer narrative:
This is a combined initial / final report. Foreign report source: (B)(6). Summary: as the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years found no other complaints for item 650-0565bm other than (B)(4). The manufacturing history record (mhr) of the reported component has been checked and verify that the parts were manufactured in accordance with the applicable specifications. Without the opportunity to examine the complaint product and without further supporting documents, or medical records (incl. X-rays), root cause cannot be determined due to insufficient information. Risk assessment: the root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states revision due to implant fracture. This hazard (implant component fracture) has a severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event (surgical intervention) is considered be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to notification date, being (B)(6) 2020. Sales (B)(6) 2017 to (B)(6) 2020) = 350 units. Complaints search was conducted for events occurring between (B)(6) 2017 to (B)(6) 2020 for item 650-0565bm. No other complaints were identified for this item number other than (B)(4). - therefore, the calculated occurrence rate is (B)(4). Since the occurrence calculation is based on only 1 complaint, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. Due to fact that this is a legal claim, our legal department has been provided with the relevant facts from the customer. Further information concerning the case will be provided by the legal department to our complaint handling department as and when it becomes available.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty on (B)(6) 2017. Subsequently, a revision procedure due to implant fracture was performed on (B)(6) 2020. This report is based on allegations set forth in patients notice and the allegations there in are unverified.